Event description:
A little less than a month prior to the date of this report, it was reported the patient experienced no stimulation sensation and a loss of therapeutic effect. It was stated that stimulation "stopped working" about 1-2 weeks previous. The patient was unable to increase stimulation. Patient symptoms were also reported. It was then clarified that it had been 1-2 weeks since the patient felt stimulation. It was noted the patient had "short term memory loss" and could not say exactly how long it had been since they felt stimulation. It was thought that the implantable neurostimulator might be "dead." The patient received a second programmer on the day of the report and again saw the "communication screen," like the patient's previous programmer. As of the date of this report, it was indicated the device was to be removed on (B)(6) 2013. It was also noted the patient had an appointment on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3889-28, lot# v351369, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, the patient was still getting a question mark on the patient programmer when trying to sync. It was reported that the patient thinks the battery in the implant was too low.